Event description:
On (B)(4) 2012, the lay-user/patient contacted animas (anm) and reported a low blood glucose (bg) event. On (B)(6) 2012, the patient indicated that she was on a flight. After hearing that the flight was 10 minutes from landing, the patient reportedly fell asleep. When she woke up, she found herself in an ambulance. According to the patient, she reportedly suffered a seizure, and had a symptom of sweating with a bg level of '29 mg/dl.' The paramedics treated the patient with 2 ampoules of d50 and glucose gel. The pump was also disconnected. Her bg reportedly rose to '69 mg/dl'. She was transported to an emergency room (ER) and monitored. She denied receiving treatment from the ER and was released at an unspecified time. In the ER, her bg had increased to '385 mg/dl' with a symptom of nausea. The patient reportedly stayed in a hotel overnight. She managed her bg's with insulin via injections. The next evening on (B)(6) 2012, at 6:00 pm, the patient changed her site and set and restarted pump therapy. The patient reportedly set her basal rate(s) higher to keep her bg around '150-200 mg/dl' since she was traveling and away from family. Prior to the low bg event, the patient indicated that her bg level was within normal limits. She denied having any issues with controlling her bg after the low bg event occurred. The pump's prime and tdd histories were reportedly correct. No associated alarms were found in the pump's alarm history. All boluses were noted as being completed. She denied having any recent illnesses or changes in medications. The pump's time, date, basal rates, I:c ration, isf, bg target, and iob settings were found to be correct. However, the patient mentioned that the pump was possibly exposed to an x-ray in the airport. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she suffered a low bg level suggestive of severe hypoglycemia and was treated by paramedics. However, at this time, it is unknown if a pump malfunction and/or use-error contributed to the patient's injury considering no issues were found with troubleshooting of the device.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Unrelated to the complaint, the display screen was found to be faded and discolored. Also unrelated, the battery compartment was found to be cracked.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.